Manufacturer narrative:
The root cause cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.the device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria.(B)(4).

Event description:
A company manager reported on behalf of a site, irregular lasik flaps are being created. Additional information received, the flap was thin nasally. The surgeon was able to lift the flap for ablation treatment and flap laid back down without further issues. The patient is doing well postoperatively.